Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill reservoir tests and the reservoir failed per inspection due to the reservoir transfer guard needle being occluded. Checked the o-ring/stopper groove for defects and none were found. No air bubbles or occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that the air bubbles are in the reservoir. Customer would to bypass the rest of the air bubbles troubleshoot because she is losing too much insulin. Customer requested to have the box of reservoirs and advised that we will send we replaced the box as a courtesy.